Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo is provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2025).

Event description:
It was reported that post port implant, the lumen of the device was allegedly obstructed. It was further observed that the catheter was cut into several segments in the place where the cuff was located and plastic chips were noted. There was no reported patient injury.

Event description:
It was reported that post port device implant, the lumen of the device was allegedly obstructed. It was further observed that the catheter was cut into several segments in the places where the cuff was located and plastic chips were noted. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one hickmand/l catheter in 8 segments and one bag containing what appeared to be catheter material were returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for the reported contamination issue as white luer was cut off before bifurcation and a small plastic chip which is unknown whether the material was part of a catheter is present. However the investigation is inconclusive for the reported partial blockage issue as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. Although the sample was returned for evaluation, two electronic photo was provided for review. The photos shows small plastic chip which is unknown whether the material was part of a catheter, lumens of the catheter was found cut into 8 segments as reported. Therefore, the investigation is confirmed for the reported contamination issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 01/2025), g3. H11: h6 (method, result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.